Event description:
Tubing line split open and leaked chemo. It did not reach patient. Site of leak not known at this time. Manufacturer response for IV tubing, IV tubing clearlink continu-flo solution set with duo-vent spike (per site reporter): they are aware of the problem and have implemented multiple corrective action plans. Not yet completed.